Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the balloon and the catheter did not have any visual defects and was in a good condition. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the distal section of the shoulder of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure, and/or the interaction between the scope and the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagodilatation procedure performed in the esophagus on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon had a crack. The procedure was completed with another cre fixed wire balloon. There have been no patient complications as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.